Manufacturer narrative:
(B)(4). Carefusion was unable to duplicate the customer's reported issues. All testing was performed using a good known test patient circuit and lung. The ventilator passed 113 hours of extended tests at the customer¿s settings without any unusual alarms or conditions. The ventilator also passed all tidal volume test and internal peep test's from the ltv final test. Internal inspection does not reveal any abnormalities with the ventilator.

Event description:
It was reported to carefusion that the unit had "low flow on peep" and "tidal volume low". The customer reported that there was no patient involvement associated with this complaint.